Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. The surgeon forced the stapler through the safety lock out until it fired. The stapler cut but did not staple. Extra or time was needed to control the bleeding.